Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the patient had a primary that on (B)(6) 2020 and underwent a revision surgery on (B)(6) 2020 due to luxation (reported under (B)(4)). The patient underwent another revision surgery on (B)(6) 2021 due to dislocation and wear of the insert (present case). During the surgery metallosis was observed and the insert was not properly fixed within the shell. Review of received data: x-rays: in total three radiographs recorded on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2021 were received. As it was reported that there was a revision surgery on (B)(6) 2020 due to luxation, the images taken in (B)(6) 2020 are not relevant for this case. The pelvis overview taken on (B)(6) 2021 shows a subluxation of the femoral head within the acetabular shell. The inclination angle is approx. 47°. Surgical report: neither the implantation nor the revision report was submitted. Patient data: patient data was not provided due to patient privacy policy. Product evaluation: visual examination: the allofit shell with mounted polar screw plug and the durasul alpha insert were returned for examination. The shell is no longer perfectly round, but shows slight deformations. There are scratches and nicks on the shell's inner surface, especially at the rim. The tip of one of the two pins is completely ground off. In addition, on the same side of the abraded pin, from halfway up, the shell's sidewall is abraded and polished. Bone remnants as well as some worn teeth can be seen on the shell's anchoring surface. The alpha insert was treated in the autoclave and has therefore suffered deformation and surface changes. The surface structure, that was present at removal of the insert, is therefore no longer visible in all places. On the articulating surface and on the rim some scratches can be seen. In addition, the rim does no longer have a constant thickness and the slightly thicker sections have a shiny surface texture, which can be attributed to the hot temperatures during autoclaving. On the anchoring surface the polar peg is completely missing. Examination under the microscope indicates that the polar peg has been abraded. Additionally, on one hemisphere, the surface is roughened, revealing two distinct regions of abrasion. One is directly adjacent to the polar peg and has a grooved pattern, while the other area appears round and is located next to the rim. Review of product documentation device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination (allofit shell and durasul alpha liner) was approved by zimmer biomet. DHR review: review of the device history records of the allofit shell and the durasul alpha liner identified no deviations or anomalies during manufacturing. Surgical technique valid at the time of implantation: final implant insertion allofit shell without screw holes, page 6: connect the inserter to the final implant and seat the shell into the acetabulum with a 40 ¿ 45° inclination and 10 ¿ 15° anterversion. Conclusion: it was reported that the patient had a primary that on (B)(6) 2020 and underwent a revision surgery on (B)(6) 2020 due to luxation . The patient underwent another revision surgery on (B)(6) 2021 due to dislocation and wear of the insert. During the surgery metallosis was observed and the insert was not properly fixed within the shell. Based on the radiograph dated (B)(6) 2021, subluxation of the femoral head within the acetabular shell can be confirmed. The inclination angle is approximately 47°, which is steeper compared to the 40 to 45° inclination angle described in the applicable surgical technique valid at the time of implantation. Additional medical records such as operative reports are not available; therefore, the reported metallosis cannot be confirmed. Patient data were not made available due to patient privacy regulations. Visual examination shows a heavily worn area of the shell, indicating direct contact of the shell with the femoral head. The insert exhibits a completely worn pole peg and two abrasion areas. The round abraded area indicates direct contact of the insert with bone, while the grooved pattern next to the pole peg indicates abrasion from contact with the rim of the shell. The indentations from the shell's pins, normally seen on the insert, were not found; however, these may have been abraded after dislocation. Due to the missing indentations the correct placement of the insert during implantation can no longer be verified. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the investigation, it is possible that the rather steep angle of inclination combined with the patient's anatomy resulted in an inappropriate distribution of force that caused movement and eventual dislocation of the insert. Nonetheless, an exact cause could not be determined from the available data. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Medical products: durasul alpha insert, ii/36; catalog#: 01.00013.709; lot#: 3028069. Therapy date: (B)(6) 2021. The manufacturer received per and x-rays for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to dislocation, linear wear and metallosis.